Event description:
Pt underwent surgery on (B)(6) 2012 for ¿hardware removal from left patella of two ¿4.0 cannulated screws¿ screw heads and wires after receiving surgery of ¿open reduction and internal fixation of the left patella¿ on (B)(6) 2011. The pt reported pain and wished to have hardware removed. During the surgery, the hardware and screw heads were identified and removed w/o difficulty according to the operating report. The wires were cut and pulled also w/o difficulty. Two fluoroscopic images confirmed that the hardware were removed successfully and the pt was discharged w/o complications.

Manufacturer narrative:
(B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed w/o a lot number.